Event description:
Customer reported 5 false positive patient results. No confirmatory testing was performed. Issue resolved by decontamination.

Manufacturer narrative:
Customer reported false positives. Tss worked with customer and came to the conclusion that the false positives were due to environmental/carry-over contamination. Customer fixed problem and has reported no further issues. No further investigation is required. Source of complaint was a phone call.